Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected. The patient was brought in-clinic, however, the oversensing could not be reproduced during provocative testing. The physician elected to cap the rv lead and implant a subcutaneous ICD system. The patient was in stable condition.